Manufacturer narrative:
Additional information: left sfa was treated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hawkone was returned connected to a cutter driver . A spider fx capture wire was wrapped up with the filter assembly intact. A non-medtronic sheath was returned with a 0.017" guidewire loaded. The proximal segment of the hawkone device was inspected and found the radial fracture occurred distal the cutter window, where the laser drilled coil initiated at the proximal end. The cutter assembly and driver shaft remained intact and were protruding out from the damaged housing approximately 2.3cm. The housing was fractured at the proximal edge of where the laser drilled coils initiate. A portion of the platinum iridium of the laser drilled coil was protruding out from the housing. The nature of the coil protruding out and the radial fracture of the housing suggests exposure to excessive tensile forces against resistance. The non-medtronic introducer sheath was inspected. It was discovered the distal rim of the sheath had a longitudinal tear was noted and a 0.017" guidewire was loaded. Approximately 4.5cm of the guidewire was exposed outside of the distal rim of the sheath. The spider fx capture wire was inspected. A bend to the capture wire was noted a approximately 6cm from the distal tip of the spider fx filter assembly at an approximate 45 degree angle. Concurrent curves to the capture wire was noted at approximately 42cm and continued to 52cm. At the areas of observed bending, the ptfe coating was wore away likely due to encountered friction. The non-medtronic sheath was cut open using a razor blade. The distal assembly was located and was covered in blood. The length of the distal assembly was approximately 6.5cm. The proximal end of the recovered distal assembly showed the platinum iridium coils stretched out proximally within the outer tecothane layer. The guidewire was loaded inside the lumen of the housing assembly, but no not the rotating tip lumen. The guidewire loaded the hawkone had an od of 0.0175". No damage to the guidewire tubing of the hawkone distal assembly was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone to treat a 12mm severely calcified lesion in the mid/proximal superficial femoral artery (sfa). No tortuosity was reported in the 6mm artery and no abnormalities were reported in relation to anatomy. A 6fr non-medtronic sheath and a 0.014 6mm spider was used during the procedure. The vessel was predilated. The IFU was followed. It was reported that during advancement severe resistance was experienced and that the nose cone detached above the cutting window while the device was still on the spiderwire but it remained attached to the wire. The device was removed and the physician upsized to an 8fr sheath. The procedure was completed using angioplasty. No patient injury was reported.